Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had damage and was unable to be advanced into the stylet and had unspecified capture issue. The lead was not used and a new lead was implanted. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned. The reported event failure to advance the stylet was confirmed. Visual inspection of the lead found no anomalies. The reported event damage in the inner cavity of the electrode was not confirmed. X-ray examination found no anomalies to the entire lead after it was examined. Analysis of the lead found the stylet to be obstructed by blood in the inner coil. The field report unspecified capture issue was not confirmed. Electrical testing was normal. The cause of the reported event failure to advance the stylet was due to blood in the inner coil.